Manufacturer narrative:
A batch record review has been completed and indicated no discrepancies relating to the complaint issue. Preventive maintenance (pm) have been checked and were completed with no issue. A photograph has been received for this complaint, which was evaluated. A non-conformance (nc) was opened for this issue but, was completed to address the customer complaint of an open seal. The root causes were found to be: the folding guides were not tight which can give movement to the dressing during the folding process. Sensors for the cutting and placement of the dressing are secured with yellow tape and there is no process guidance for set up. Variance within the weight/thickness of dressing material from the product vendor can affect the weight/length of the dressing. The nc is closed with no additional investigation needed. However, a corrective action plan has been raised to investigate this issue and this complaint will remain open until the investigation has been completed. This evaluation found that this was a convatec product with the same lot number and confirmed the reported event. This issue will be monitored through the post market production monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction.   To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the packaging is not sealed, therefore the product cannot be used. The product was not used on a patient. Photos depicting the reported complaint issue were provided by the complainant. No further information has been provided.